Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported issue. As a precaution, both the system controller (sc) and user interface (ui) pcb assemblies were replaced. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device was constantly rebooting itself after being powered on. As a result, defibrillation may not be possible if it were necessary. There was no patient use associated with the reported event.